Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 02/04/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the battery was not returned with the pump for investigation. There was no physical damage or evidence of moisture damage to the battery compartment or cap. The pump battery cap was secured and the pump powered on normally and was exercised for 8 hours without issues. The pump electrical current draws were tested and were confirmed to be within specifications. The pump was opened and there was no evidence of any damage or defects to the pump power circuit. The reported overheating issue could not be duplicated during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.